Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating theater for a scheduled generator change for normal eri. During the procedure, it was noted that the set screw for the pace/sense lead was striped. Physician had to use an orthopedic bone cutter to remove the lead. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
The reported field event of the set screw for the pace/sense lead was stripped, was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.